Manufacturer narrative:
Tech support identified that the issue is due to defective epc. The main electronics of this machine has been exchanged.

Manufacturer narrative:
The logs showed that the machine has stopped during ventilation. The replacement unit was sent to the customer and the defective unit received for analyzing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000e 17.3" basic experienced a blue screen display. It suddenly stopped during operation. The patient was disconnected for the time of suction. After that, they wanted to restart and the screen has come out and alarms. The information regarding the patient harm has not been provided.